Manufacturer narrative:
Design revisions are being considered to reduce the shadows being produced by this device.

Event description:
During a vitreo retinal procedure, the physician reported that the length of the procedure was increased appox two hours because there was insufficent light coming from this pipe. Three different pipes, from different lots, were tried and all had different degrees of dark spots. There was no adverse effect on the pt.